Event description:
It was reported to philips that the monitor was defective on an allura xper fd20/10 & fd20/20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced singlelink dvi extenders and receivers and returned the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).